Event description:
Had a cleaning problem involving slightly over 700 pts but there have been no adverse effects or injuries to date. Installed device on 5/1/00 in hosp and co came to inservice staff. There are caps for endoscope ports however staff was unaware of this. They were not applied and problem was not discovered until 4 months later. All reports stated that there were no problems but this is a concern since these caps were not in use. Rptr questions why there would be no indication that there was a problem, that device was not being used appropriately. Hosp is aware of one other incident involving inadequacy of training for use of this device.